Manufacturer narrative:
This is a duplicate report of 1818910-2016-28791. 1818910-2019-124202 is being retracted as it is a report duplication. 1818910-2016-28791 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2016, the patient underwent a left knee revision due to chronically dislocated patellar component secondary to malposition of femoral component and internal rotation. The surgeon reported femoral component had significant internal rotation. He noted the patellar component was in appropriated position, alignment, and was not loose. The surgeon indicated the tibial component was revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2016. Dor: (B)(6) 2016, (left knee).